Event description:
On 2nd september, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the cover was broken and pieces fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 2nd september, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the cover was broken and pieces fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 2nd october, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the cover was broken and pieces fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the cover was broken and pieces fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The absence of photographic evidence showing the damage makes it impossible to carry out a precise investigation. According to the information provided the cover was probably damaged by collision. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On 2nd october, 2023 getinge became aware of an issue with one of surgical lights - hanaulux 2000. It was stated the cover was broken and pieces fell down. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.